Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with non-sustained right ventricular oversensing. It was noted that the episodes were due to oversensing of lead noise due to a lead integrity issue. Lead revision was discussed. No patient symptoms were reported.